Manufacturer narrative:
Failure analysis for fiber (B)(4): the total length of the fiber is 11 feet 11.75 inches, connector not included in over-all length; the connector is detached and returned the fiber proximal end exhibits severe burn marks the distal tip of the fiber exhibits signs of usage and fracture; black discoloration was noted near the distal tip and proximal end within blue jacket; the ferrule is broken within the connector and the core fiber is loose. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.

Event description:
It was reported that while using the surgical fiber during a procedure, a fiber connection error occurred. The fiber was replaced and the case completed using a second surgical fiber. There was "no injury to patient" reported.